Event description:
It was reported that the patient's device was explanted due to technical device failure. The patient was reimplanted with another advanced bionics cochlear device. The company is in the process of gathering additional information. A supplemental report will be submitted once new information is obtained.